Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient ahs experienced pain, suffering disability and impairment. Associated MDR# 118233-2012-01715.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events. Complications associated with the proper implantation of the align to urethral support system amy include, but are not limited to - postoperative hematoma, which may occur following the implant procedure; - temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant; - perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage; - transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. 1695, 1871, 1928 = "nl".

Event description:
Per additional information received, the patient has experienced recurrent urinary incontinence, urinary urgency, adhesions with urethrolysis, drainage, surgical repair of mesh and collagen implantation in (B)(6) of 2012.

Event description:
Per additional information received, the patient has experienced pelvic pain.